Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the device's power supply was replaced to address the issue. The device's blower motor was also replaced due to a faulty hall sensor.